Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot#: unknown serial#, implanted: on (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the trial was initiated on (B)(6) 2025. It was reported that they were experiencing pain. The patient said that they were feeling sharp pain in lower back incision site. Last on (B)(6) 2025, the patient did popped something on their back (incision site) since they thought it was a pimple but they were not sure if that was a pimple, from then on, they starting to feel sharp pain on their incision site when they bend over. The patient was advised to contact their clinician. The issue was still ongoing.